Manufacturer narrative:
Only the internal battery was returned to the manufacturer for evaluation.

Event description:
The manufacturer received information alleging a ventilator had a cracked case. There was no harm or injury reported. The device was sent to a third party service center for evaluation. During the evaluation of the device at the third party service center, an issue with the internal battery was observed. The device's internal battery was replaced to address the issue. The internal battery was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the root cause of the internal battery not charging was found to be due to a failed .5vdc cell imbalance.

Manufacturer narrative:
This MDR is being submitted as part of a batch submission of previously closed complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review. The manufacturer previously received information alleging a ventilator had a cracked case. There was no harm or injury reported. The device was sent to a third party service center for evaluation. During the evaluation of the device at the third party service center, an issue with the internal battery was observed. The device's internal battery was replaced to address the issue. The internal battery was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the root cause of the internal battery not charging was found to be due to a failed .5vdc cell imbalance. During the evaluation, the foam filter was installed and the removalble air path foam and inlet air path assembly were replaced due to damaged.